Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on device analysis completed on 04-dec-2018. It was reported that crossing difficulties were encountered. Vascular access was obtained via the right artery. The 85% stenosed, 38x2.75mm, concentric and the de novo target lesion contained <=45 degree bend and was located in the mildly tortuous and mildly calcified left anterior descending artery. A 6f ebu 3.5 non-bsc guide catheter was used and a non-bsc guidewire was advanced to the lesion. Predilation was performed with a 2.0 x 12mm maverick balloon catheter, a 2.75x38mm promus element long drug-eluting stent was advanced but failed to cross the lesion. Predilation was performed multiple times but the stent still failed to cross the lesion. The procedure was ended. No patient complications were reported. However, returned device analysis revealed stent damage. Promus element, mr, ous 2.75x38 mm stent delivery system was returned for analysis. A visual examination of the stent found damage to the proximal end of the stent with stent struts bunched in a distal direction. The undamaged crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.